Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the lancet was exposed out-of-box. The customer bought a box of lancet drums that contained six drums and half of them had lancets protruding out of them. No adverse event reported. The lancet drum lot number was not provided. Return of the suspect device was requested for evaluation.